Event description:
It is reported that the surgeon discovered by x-ray that the nail had fractured. A revision surgery has been scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.